Manufacturer narrative:
The insulin pump was received with no audio tone/beep due to broken transducer wire. The insulin pump alarmed after battery change due to broken solder joint of connector on interface board. The insulin pump was had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had audio beep anomaly. It was reported that the customer would receive no delivery alarm, but no audio alarm. The customer's blood glucose level was reported to be 88.2mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.